Event description:
The patient reported that on (B) (6) 2010, he began to feel ill and he was sweating and he fell at his home. His blood glucose measured 2 mmol/l (36 mg/dl). His normal blood glucose range is 6 mmol/l (108 mg/dl). On (B) (6) 2010, his blood glucose measured 18 mmol/l (324 mg/dl) when he woke up. He stated he is undergoing chemotherapy. He switched to the backup infusion device and has no further issues. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.